Event description:
A revision surgery was planned to be performed using the blueprint planning feature. Implant was stryker product. The reason of revision surgery was cuff has failed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Correction - please refer g1 reporting contact the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the labeling did not indicate any abnormalities. Indications of material manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
A revision surgery was planned to be performed using the blueprint planning feature. Implant was stryker product. The reason of revision surgery was cuff has failed.